Event description:
It was reported that the packaging of the fusion oxygenator and cardiotomy venous reservoir (cvr) was broken, rendering it non-sterile. The device was replaced. The original box of the device was sent unopened. There was no patient involved. Medtronic received additional information that there were no missing or wrong devices or components in the package.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tray is damaged/cracked. Conclusion: reason for return was confirmed. This re gulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.